Manufacturer narrative:
Insulin pump received with missing retainer ring and reservoir tube lip o ring. Insulin pump received with broken reservoir tube lip. Unable to perform displacement test, occlusion test and p cap reservoir will not lock properly due to missing retainer. Insulin pump passed rewind, prime, seating, basic occlusion and force sensor test. No unexpected rewind anomalies noted. Motor was tested outside device and passed.

Event description:
Information received by medtronic indicated that insulin pump had unusual noise when he rewind and reload the insulin pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.